Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a transjugular liver biopsy, upon injecting contrast, the tube detached from the hub (approximately 5cc contrast). A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation- a review of the complaint history, device history record, quality control, trends, and a visual inspection were conducted during the investigation of this event. One kcfw-9.0-35-38.5-rb-rtps-100 sheath was returned for evaluation with the connecting tube separated from the check-flo body. Upon investigation of the returned product, very little adhesive residue was found on the connecting tubing and no residue had been observed on interior of the check-flo body sidearm. It is likely that the failure mode was attributed to there not being enough adhesive used during the manufacturing process. The appropriate personnel will be notified. We will continue to monitor for similar events.